Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose level and insulin pump had a possible under delivery of the insulin. The customer alleges the insulin pump for possible under delivery of the insulin. Customer¿s blood glucose level was 516 mg/dl at the time of the incident and the current blood glucose value of the customer was 64 mg/dl. The customer was treated with the manual injection and insulin pump. After treatment customer¿s blood glucose level came down to 445 mg/dl. The customer was assisted with the troubleshooting. The customer was feeling nausea due to high blood glucose level. The insulin pump will not be returned for the analysis.